Manufacturer narrative:
Local estates to resolve; no philips action. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a power issue due to damaged main isolator button on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.